Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. Visual inspection revealed that at 58.2cm from the strain relief, the hypotube was separated. There were numerous hypotube kinks to the device. Microscopic inspection revealed no further damage or irregularity. There is blood present in the guidewire lumen and the balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 12mm maverick balloon catheter, the shaft was found to be broken. The procedure was completed with another device. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 12mm maverick balloon catheter, the shaft was found to be broken. The procedure was completed with another device. There were no patient complications nor injuries reported.